Event description:
Additional information was received that during the revision the lead was tested on the pacing system analyzer (psa) and the impedance values remain high, and it was determined that the lead was fractured.

Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and replaced due to high out of range pacing impedances greater than 2000 ohms. A new rv lead was implanted. No additional adverse patient effects were reported.